Manufacturer narrative:
Correction data: on june 4th this event was reviewed and determined to not be a reportable event based on calculations. There is no 2d refractive error as per the complaint the refractive outcome was -1.50 + 0.50 axis 40. The spherical equivalent was calculated by adding the sum of the sphere power with half of the cylinder power. In this case, with a spectacle correction of -1.50 +0.50 x 40, the spherical equivalent = -1.50 + ½(+0.50d) = -1.50d + 0.25d = -1.25d spherical equivalent. Hence as there is not more than 2 diopter refractive error within refractive stability. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon was considering mislabeled intraocular lens power as possible cause of 2 diopter refractive error. Reportedly patient has failed for follow up appointment. Additional information was received, and it was learnt that there is no secondary surgical procedure planned. There was no patient incision enlargement, no vitrectomy and no sutures used. Patient was experiencing blurry vision. Patient / user outcome: -1.50+0.50x40, visual acuity pre-operative: 20/40, visual acuity post-operative: 20/60. No further information provided.